Event description:
Baxter received a report from a pharmacy technician involving an automix 3+3/as compounder. According to the facility, they turned unit around to access zero and span potentiometers and they saw exposed wires on the control module side of the umb (umbilical) cable. This occurred before use in the pharmacy. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "they turned unit around to access zero and span potentiometers and they saw exposed wires on the control module side of the umb (umbilical) cable" was confirmed during visual inspection of the device. The umb cable was found to be frayed. However, there were no repairs performed on the device and a replacement device was sent to the customer.